Manufacturer narrative:
Continuation of concomitant: dtmb1d4 ICD implanted: (B)(6) 2017.

Event description:
It was reported that a lead alert was triggered on the right ventricular (rv) lead due to high/undefined impedance on the rv coil. It was noted that the impedance rose steadily to the value. The rv lead remains in use. No patient complications have been reported as a result of this event.